Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "abnormal fluid collection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "abnormal fluid collection".

Event description:
Healthcare professional reported "abnormal fluid collection." The device was explanted.

Event description:
Patient reported right side rupture confirmed through ultrasound, "right chest changed in shape and felt spread when lying down." Healthcare professional reported "abnormal fluid collection." The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and missing piece of the shell. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear broken and missing piece of the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp in the posterior side assessed as unidentified (tear) opening. Missing piece of the shell assessed as inconclusive.

Event description:
Patient reported right side rupture confirmed through ultrasound, "right chest changed in shape and felt spread when lying down". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side rupture confirmed through ultrasound, "right chest changed in shape and felt spread when lying down".

Event description:
Patient reported right side rupture confirmed through ultrasound, "right chest changed in shape and felt spread when lying down". The device remains implanted.